Event description:
It was reported the customer received a button error alarm. Customer stated changing the battery did not resolve the alarm. The customer's blood glucose was 209 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. It was unable to perform displacement test due to unresponsive keypad. No button response on the down arrow button due to corroded keypad traces noted. Unit had cracked display window, case at display window corners, reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.